Event description:
When physician went to remove the t-tube, part of it was retained. Retained section was removed on 1/9/92device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.